Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during removal, the needle base (plate) separated. This may have the risk of user needle stick. It was reported this occurred with eleven devices. This report addresses the third device.